Manufacturer narrative:
Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: using a new transfer guards and plungers reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into an insulin pump. Conclusion: reservoirs has no leaks and no air bubbles. Unable to verify plungers and transfer guards anomaly, due to not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the reservoir contained large air bubbles when it was disconnected from the transfer guard. Blood glucose level at the time of the incident was 181 mg/dl. Caller stated that the bubbles went into the tubing. Caller also stated that the reservoir was leaking past both o-rings. The caller was advised that the reservoir would be replaced and agreed to return the product for analysis.